Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: b4, g4, g7, h1, h2 and h6. Section b5: as reported, the patient had placement of the trapease inferior vena cava (ivc) filter. Per the medical records, history includes pulmonary embolism, stroke, asthma, unstable angina, psoriatic arthritis, hyperlipidemia, gurd, factor v deficiency, hypertension, diabetes, hysterectomy, cholecystectomy, laparotomy (ca mass removal and small bowel resection) and smoking. An angiography revealed no thrombus in the inferior vena cava. The trapease was deployed into the infra-renal area. There were no reported complications. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, inferior vena cava (ivc) thrombosis and ivc filter is embedded and cannot be removed. A CT scan of the abdomen, approximately six years and eight months after implant, revealed no acute abnormality with the inferior vena cava (ivc) filter present. Approximately ten years after implant, a cardiac catheterization that revealed mild coronary artery disease (cad) and normal left ventricle (lv) function with borderline pulmonary hypertension. At that time, the ivc filter was reviewed, and deemed a high risk for removal, as there is deep embedding of the filter as well as layering of thrombus along the wall of the ivc. The patient will remain on anticoagulation secondary to factor v leiden deficiency. Per the patient profile form (ppf), the filter is embedded in the inferior vena cava (ivc) wall, unable to be retrieved, and there is thrombus along the ivc wall. There are no documented filter retrieval attempts. The patient further reports anxiety and pain. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The catalog number is unknown, if received it will be provided. As reported, the patient underwent placement of the trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, inferior vena cava (ivc) thrombosis and ivc filter is embedded and cannot be removed. The filter remains implanted; thus, unavailable for analysis. And suffering, and other damages. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, inferior vena cava (ivc) thrombosis and ivc filter is embedded and cannot be removed. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a2, b3, b4, b6, b7, d1, d4, g3, g4, g7, h1, h2 and h4. Section b5: additional information received per the medical records indicate that the patient has a history of pulmonary embolism, stroke, asthma, unstable angina, psoriatic arthritis, hyperlipidemia, gurd, factor v deficiency, hypertension, diabetes, hysterectomy, cholecystectomy, laparotomy (ca mass removal and small bowel resection) and was a smoker an angiography revealed no thrombus in the inferior vena cava. The trapease was deployed into the infra-renal area. There were no reported complications the results of a computed tomography (CT) scan of the abdomen done approximately six years and eight months after the index procedure indicate that there was no acute abnormality with the inferior vena cava (ivc) filter present. Approximately ten years after the index procedure, the patient had a cardiac catheterization that revealed mild coronary artery disease (cad) and normal left ventricle (lv) function with borderline pulmonary hypertension. At that time, the ivc filter was reviewed, and deemed a high risk for removal, as there is deep embedding of the filter as well as layering of thrombus along the wall of the ivc. The patient will remain on anticoagulation secondary to factor v leiden deficiency.   Per the patient profile form (ppf), the filter is embedded in the inferior vena cava (ivc) wall, the device is unable to be retrieved, and the patient has layering of thrombus along the ivc wall. There are no documented filter retrieval attempts. The patient further reports pain, suffering, loss of enjoyment of life and distress. The patient became aware of the reported events approximately ten years after the index procedure. As reported, the patient had placement of the trapease inferior vena cava (ivc) filter. Per the medical records, history includes pulmonary embolism, stroke, asthma, unstable angina, psoriatic arthritis, hyperlipidemia, gurd, factor v deficiency, hypertension, diabetes, hysterectomy, cholecystectomy, laparotomy (ca mass removal and small bowel resection) and smoking. An angiography revealed no thrombus in the inferior vena cava. The trapease was deployed into the infra-renal area. There were no reported complications. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, inferior vena cava (ivc) thrombosis and ivc filter is embedded and cannot be removed. A CT scan of the abdomen, approximately six years and eight months after implant, revealed no acute abnormality with the inferior vena cava (ivc) filter present. Approximately ten years after implant, a cardiac catheterization that revealed mild coronary artery disease (cad) and normal left ventricle (lv) function with borderline pulmonary hypertension. At that time, the ivc filter was reviewed, and deemed a high risk for removal, as there is deep embedding of the filter as well as layering of thrombus along the wall of the ivc. The patient will remain on anticoagulation secondary to factor v leiden deficiency. Per the patient profile form (ppf), the filter is embedded in the inferior vena cava (ivc) wall, unable to be retrieved, and there is thrombus along the ivc wall. There are no documented filter retrieval attempts. The patient further reports anxiety and pain. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Additional information is pending and will be submitted within 30 days of receipt.